Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent episodes of hypoglycemia, with the most recent occurring during the early morning hours. The lowest reported bg was 57 mg/dl. During the call, an alert 38 (motor stall) was also reported and resolved.